Event description:
It was reported via repair work order that while unloading a patient from the ambulance the cot dropped. There was patient involvement; however, it is unknown if patient received injury.

Event description:
It was reported via repair work order that while unloading a patient from the ambulance the cot dropped. There was patient involvement; however, it is unknown if patient received injury.

Manufacturer narrative:
The issue was resolved for the customer by providing instructions on how to properly adjust the height of the cot.